Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. A 3.50mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during withdrawal, a "loss of the guide" was noted. The guide went back when retrieving the balloon. The procedure was completed with another guide. No patient complications were reported.